Manufacturer narrative:
The product is to be returned for evaluation and testing. Please note additional info will be submitted within 30 days upon receipt.

Event description:
Coil stretched in mc. This pt was undergoing coil embolization within the basilar tip aneurysm. The vessel was not especially tortuous or calcified. Resistance was felt in passing the coil into the proximal shaft of the catheter and compression of delivery system was noted. Resistance was felt in retracting the coil out of the catheter, the coil was still attached but was "stretched" upon being exposed. The delivery tube was intact, but was uniformly "crumpled" in an "accordion" manner. The coil was prepped in the hoop, it was not extended/exposed during flushing for inspection. Three other coils were advanced into the prowler select lpes 45 microcatheter and deployed without difficulty. This was the 5th coil out of 8th coil when the physician could not advance into the microcatheter. The same microcatheter was used to place subsequent coils. There was no report of pt injury. Continuous flush was maintained within the microcatheter.